Event description:
It was reported that the patient underwent posterior fusion from l3 to s1 for spondy and stenosis. Per the report, sometime post-op, the patient experienced a significant increase in pain. CT scan and x-rays showed two screws were pulled out so the patient underwent a revision surgery from l2 to s1. It was reported that sometime after this revision surgery, the patient fell forward. The patient again experienced significant increase in pain. CT scan and x-rays showed the screws at l3 pulled out. The patient again underwent revision surgery from l1-s1 and the spinal system was replaced. The patient was discharged with no further reports of complications. Relevant patient medical history includes diabetic, former smoker, poor bone quality.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Lateral x-rays were obtained showing segmental screws at l3-l4-l5-s1. Screws at l3 have pulled out and spine flexed, leaving rods proud. The second film shows revision with screws now at l2-l3-l4-l5-s1 in proper alignment. No interbody devices and no screw augmentation noted. The final film shows pull out of l2 and l3 screws, again with spine flexed.